Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
The local area sales representative was contacted for additional information. No further information is available at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported.